Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "major aseptic revision following total knee replacement" written by nicholas b. Jorgensen, mbbs, bsc, michael mcauliffe, fracs, mbbs, thomas orschulok, mbbs, bpthy(hons), michelle f. Lorimer, bsc(hons), and richard de steiger, mbbs, dipbiom, fracs, faortha published by the journal of bone and joint surgery, incorporated 2019;101:302-10 was reviewed. The article's purpose: "the aim of this study was to identify the risk factors associated with the long-term rate of mar of primary tkr. A better understanding of these factors should reduce the future burden of major revision procedures." Data was compiled from 478,081 primary total knee replacements resulting in 5,973 revisions. Primary tkrs performed in australia between september 1, 1999 to december 31, 2015. The products were depuy and non-depuy and the article does not provide specific information on revision reasons or which products were associated for each reason. The article does not provide adequate information to determine accurate quantities. Cement manufacturer is unknown and patellar resurfacing is not discussed. Depuy products: sigma primary knee system or lcs complete knee system. Reasons for revision: loosening/lysis (component nor interface identified), instability, pain, malalignment (no further information provided).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.